Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system-pump rvad, serial# (B)(4), model #1103 / exp. Date: 07/31/2019. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Mfg. Date: 07/31/2017, labeled for single use: yes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was hospitalized due to thrombus. Patient's hemolysis was medically managed a bit more aggressively since she is a bivad, patient has undergone an rvad exchange already. Vad parameters were within normal limits throughout the admission. The patient was discharged back to the skilled nursing facility (snf) on (B)(6) 2018 for further rehabilitation. To date, the patient has been doing well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Pumps (B)(4) and (B)(4) were not returned for evaluation. Review of the manufacturing documentation for (B)(4) and (B)(4) confirmed that the associated devices met all requirements for release. Review of log files for (B)(4) revealed normal power consumption. No alarms were logged for the past 14 days up to (B)(6) 2017. Log files covering the reported event date were not available for (B)(4). Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The devices remain implanted in the patient and thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.